Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device was prematurely deployed in the femoral artery and no distal pulse was palpable. The device was removed and no sealant was left on the device. The physician scrubbed in and got access on the left femoral artery. A non-cordis embolic protection device was placed distal to the sealant. A non-cordis device was used to shave the sealant. Several non-cordis stents were placed to jail sealant. There was flow established to foot. After deploying an unknown mynx in the right femoral artery, hemostasis was achieved. Manual pressure was applied for 20 minutes or until hemostasis was achieved on the left groin once activated clotting time (act) was in range. The patient was discharged. The tech that closed saw that the gray was lined up to the right femoral artery. It is suspected it was most likely because the balloon was caught on some calcium/plaque in the artery. The device was used originally in a diagnostic procedure. The device was stored, prepped and used according to instructions for use (IFU) and was opened in a sterile field. The user is in training to the device with multiple in-services. A 5f and 6f non-cordis sheaths were used for the procedure. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was some calcium in the artery. The stick location was above the femoral head and below the epigastric artery in the femoral artery. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device was prematurely deployed in the femoral artery and no distal pulse was palpable. The device was removed, and no sealant was left on the device. The physician scrubbed in and got access on the left femoral artery. A non-cordis embolic protection device was placed distal to the sealant. A non-cordis device was used to shave the sealant. Several non-cordis stents were placed to jail sealant. There was flow established to foot. After deploying an unknown mynx in the right femoral artery, hemostasis was achieved. Manual pressure was applied for 20 minutes or until hemostasis was achieved on the left groin once activated clotting time (act) was in range. The patient was discharged. The tech that closed saw that the gray was lined up to the right femoral artery. It is suspected it was most likely because the balloon was caught on some calcium/plaque in the artery. The device was used originally in a diagnostic procedure. The device was stored, prepped and used according to instructions for use (IFU) and was opened in a sterile field. The user is in training to the device with multiple in-services. A 5f and 6f non-cordis sheaths were used for the procedure. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was some calcium in the artery. The stick location was above the femoral head and below the epigastric artery in the femoral artery. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the device showed that button 1 was fully depressed with the clock symbol visible in the tension indicator window. Button 2 was not depressed. The syringe was connected to the device with stopcock open. The sealant and the procedure sheath were not returned with the device. Per functional analysis, the device was received without the sealant with balloon fully deflated and button 1 fully depressed. A simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), and button 2 was depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that balloon of the returned device was fully deflated and retracted into the tamp tube. A product history record (phr) review of lot f2207503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant inaccurate placement (intravascular)¿ and ¿ vascular occlusion were not confirmed during analysis of the returned devices based on the condition in which the device was received. Without the return of procedural films, a complete evaluation could not be preformed. Patient or procedural factors may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the information provided suggests that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.